Manufacturer narrative:
(B)(4).

Event description:
The customer complained of results of "0" or "1" for multiple assays tested on a cobas 6000 c (501) module that had been reported outside of the laboratory. The customer got through 20 test results before they noticed the issue. When these 20 samples were repeated on a different c501 module, the results were normal. The customer found gel in the sample probe. They removed the probe and cleaned it by squirting water through it. The customer performed daily maintenance, the instrument was recalibrated and quality controls (qc) were run. Qc was acceptable. The results from 17 patient samples were provided. Based on the data provided, erroneous results were identified for 14 patient samples tested for ldhi2 lactate dehydrogenase acc. To ifcc ver.2 (ldhi2), hdlc3 hdl-cholesterol plus 3rd generation (hdlc3), ureal urea/bun (ureal), gluc3 glucose hk (gluc3), mg2 magnesium gen.2 (mg2), alp2 alkaline phosphatase acc. To ifcc gen.2 (alp2), phos2 phosphate (inorganic) ver.2 (phos2) and alb2 albumin gen.2 (alb2). The customer indicated that 11 of the patient sample results were not reported outside of the laboratory but the results for 6 of the patient samples were reported outside of the laboratory. The customer declined to specify which 6 patient sample results were reported outside of the laboratory. Once the repeat results were received, corrected results were provided in a timely manner. The customer declined to provide the unit of measure for all tests. Patient 1 initial ldhi2 result was 2 with a data flag. The repeat result was 407 with a data flag. Patient 2 initial hdlc3 result was 0 with a data flag. The repeat result was 8. Patient 3 initial ldhi2 result was 1 with a data flag. The repeat result was 565 with a data flag. Patient 4 initial ldhi2 result was 0 with a data flag. The repeat result was 136. Patient 5 initial ureal result was 0 with a data flag. The repeat result was 12. Patient 6 initial ureal result was 0 with a data flag. The repeat result was 10. Patient 7 initial gluc3 result was 0 with a data flag. The repeat result was 108. Patient 8 initial mg2 result was -0.1 with a data flag. The repeat result was 1.8. Patient 9 initial gluc3 result was 0 with a data flag. The repeat result was 215 with a data flag. Patient 10 initial gluc3 result was 0 with a data flag. The repeat result was 81. Patient 11 initial alp2 result was 1 with a data flag. The repeat result was 300 with a data flag. Patient 12 initial mg2 result was -0.1 with a data flag. The repeat result was 1.6. Patient 13 initial phos2 result was 0.0 with a data flag. The repeat result was 2.0 with a data flag. Patient 14 initial alb2 result was 1.8 with a data flag, the initial ureal result was 1 with a data flag and the initial gluc3 result was 0 with a data flag. The repeat alb2 result was 2.5 with a data flag, the repeat ureal result was 16 and the repeat gluc3 result was 190 with a data flag. No adverse event occurred. No reagent lot numbers or expiration dates were provided. The field service engineer visited the customer site. The customer replaced the sample probe and has not had additional problems. Quality control results were acceptable.

Manufacturer narrative:
Based on a review of the data provided by the customer, all results were flagged correctly. The alarm trace showed "abnormal sample aspiration" alarms. The instrument operated within specification and captured the issue with gel on the sample probe. The customer performed troubleshooting and solved the issue. Pre-analytical issues are the customer's responsibility. Since the repeat test results were acceptable, a reagent issue can be excluded.